Manufacturer narrative:
H11: the device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had an upstream occlusion error and did not alarm an upstream occlusion during therapy when the user had unknowingly forgotten to unclamp the pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.